Event description:
It was reported that balloon rupture occurred. A 10/2.75 flextome¿ cutting balloon¿ catheter was selected. During procedure, it was noted that the balloon ruptured. The device was then removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified distal to the distal edge of the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Significant amounts of blood could be seen in the balloon which is indicative of a leak. A visual and tactile examination found that the hypotube and shaft polymer extrusion were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.75 flextome cutting balloon catheter was selected. During procedure, it was noted that the balloon ruptured. The device was then removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.